Event description:
The customer questioned results from 1 patient in the cardiac intensive care unit tested between (B)(6) 2015 for troponin I stat (short turn around time) - troponin I stat. Of the data provided, the results from 2 patient samples were erroneous and reported outside of the laboratory. The patient was diagnosed with myocardial infarction nstemi based on the results. No adverse event was reported. On (B)(6) 2015 the initial troponin I stat result was 21.24 ng/ml after a 1:2 dilution. The repeat result on an architect analyzer and a "radimeter" analyzer was "negative." The specific result was not provided. On (B)(6) 2015 the initial troponin I stat result was 15.26 ng/ml. The repeat result on an architect analyzer was 0.005 ng/ml. The cobas e601 analyzer serial number was (B)(4).

Manufacturer narrative:
It is unclear whether the patient is (B)(6). The patient was treated with asa, clopidogrel, heparine, b-blocker & a calcium channel blocker. The patient is currently doing well. "Date received by manufacturer" should be 05/05/2015.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Further investigation was performed on the 2 samples and an unknown interfering factor in the patient samples was identified. The specific nature and type of interfering factor could not be determined.